Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm (bsc) received information from a health care provider (hcp) that this right ventricular (rv) lead¿s proximal shock coil was associated with a high out-of-range impedance measurement when initially connected to a competitor¿s device during normal replacement of the patient¿s device due to battery depletion. No lead noise was observed. The lead¿s pace/sense channel measurements were normal. The coil was programmed out of the shock therapy vector, and remains in service. There were no reports of adverse patient effects. Additional information was received from the patient's device clinician that in december 2013 this rv lead was surgically abandoned. Further information was then obtained from the clinician who reported that in the fall of 2011, this lead exhibited increased thresholds and intermittent capture. The patient is not pacemaker dependent so this was not an issue. Subsequently, r-wave amplitude decreased and noise w/oversensing were noted. There was no inappropriate tachy therapy delivery. The device sensitivity was reprogrammed less sensitive, and the patient was given a magnet should inappropriate shock therapy ever be delivered. The proximal coil continued to exhibit out of range impedances with the competitor's device, and the distal coil impedance was 46 to 69 ohms. Rv pacing impedance was 380 just prior to the lead being replaced. The clinician noted that the patient had refused a lead revision procedure earlier, but due to a recent significant weight loss, the competitor's device migrated a bit and was not as comfortable. The patient then agreed to the revision procedure. The clinician noted that x-rays and fluoroscopy evaluations were done, with no obvious issues identified, however, insulation issues are suspected. No additional adverse patient effects were reported.